Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did revealed that a quality notification (qn) was written due to an operator finding missing print during an in-process check. Per procedure a statistical sampling was performed on the affected area. As the statistical sampling failed all affected product was scrapped. Investigation conclusion: as it was reported that during the production of this batch that a quality notification (qn) was written due to an operator finding missing print during an in-process check. The investigation related to this quality notification revealed that the missing print was caused by a pin which holds the pad to the printer drum had fallen out. Therefore, it is likely that the pin being loose and falling out resulted in a lack of pressure between the print pad and the syringe resulting in double print. This non-conformance likely occurred prior to the missing print being detected and therefore was not caught by the production associates. Root cause description: possible root cause, lack of pressure between the print pad and the syringe, if syringe rotates as it gets printed, it can cause double print appearance. Rationale: without a sample to analyze the condition reported by the customer cannot be confirmed; therefore, no corrective or preventative actions are proposed in the scope of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd syringe 60 ml ll (B)(6) there was an issue with scale markings on the syringe. The volumetric graduation print were doubled. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, at the drug handling room of the clinic pharmacy, when the handler opened the individual 60 ml syringe package, it was observed that the product was defective in the volumetric graduation print, with the duplicate recording. This makes its use impossible.